Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead had an ablation and this lead was moved a little in the same branch. This lead was repositioned and remains in service. No additional adverse patient effects were reported.